Event description:
It was reported that an episode of ventricular tachycardia (vt) was inadequately treated with anti-tachycardia pacing (atp). The vt self-terminated and no intervention was performed; the patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was one sustained ventricular tachycardia (vt) episode observed on the device that was treated inadequately with two anti-tachycardia pacing. The vt terminated spontaneously and the device was reprogrammed. The patient was in stable condition and will continue to be monitored.